Manufacturer narrative:
G4:27jan2021. B4:28jan2021. The customer spoke with the remote service engineer (rse) who advised the age of the ventilator indicates a display that would required a user interface assembly replacement. The customer replaced the user interface and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported that the ventilators display was dim. Reportedly, the display was visible but dim. There was no patient involvement.